Event description:
The hcp initially reported that the patient experienced a slight increase in spasms, due to a missed refill. When the home health care nurse refilled the pump on jan 8, the pump was alarming. At the refill, the patient's dose was decreased from 550 mcg/day to 500 mcg/day, and she was given unspecified oral medications as well. Two days after the pump refill, the patient developed symptoms of altered mental status and was experiencing hallucinations. The patient was going in to see the hcp. No alarms were reported at that time. Add'l info received from the hcp confirmed the patient missed their refill, but they were unsure if the pump was working due to continued symptoms. The pump was replaced due to suspected battery depletion and the catheter was revised due to it "not functioning". Add'l patient symptoms reported were increased pain and possible withdrawal, although the hcp did not believe the patient's symptoms were withdrawal and reported the patient's event as non-serious. The concentration of the lioresal is 2000 mcg/ml at a dose of 495 following revision. Following the surgery the patient continued to have a marked increase in tone in both the upper and lower extremities with flexion in the upper extremity. X-rays were performed, which showed the catheter appeared to have been pulled out, because the connector was out in the flank. The patient is being scheduled for revision of the new catheter.